Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune size 8 fixed bearing tibia implant would not come our or separate from the outer packaging when the tyvek "top" was pulled off.

Manufacturer narrative:
This report, was sent in error. There is no patient risk to be reported.